Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the tip cover accessory be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure, the clinical sales representative informed the technical support engineer (tse) the tip covers sliding off the mcs during both cases yesterday. The csr stated that there¿re not using any lube to install the cover. The csr would monitor on cases that day and call back. The procedure was completed with no reported injury.